Event description:
Per complaint (B)(4), while the doctor was placing the implant, the bottom part of the abutment broke. The implant was removed and another one was placed, completing the procedure the same day. There was no adverse patient impact as a result of this event.